Event description:
The patient stated they were living in pain, and that ¿the pump did not work the way it should¿. The patient noted having it for three years and they were still taking pain pill. Their healthcare provider indicated they had to ¿build into it and get used to it¿. The patient stated it had been three years. When told that 50% reduction was considered successful, the patient stated ¿that really had not happened yet¿. They stated they had their healthcare provider increase it little by little but their system could not handle a big increase. They stated they become light headed, they get bad headaches, and ¿they know they are being slightly overdosed¿ and ¿then they have to have their healthcare provider turn it back down¿. Their healthcare provider said ¿sometimes this takes awhile¿. The patient was to have an MRI on their leg. The medications used within the system were fentanyl and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).